Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the back gave out causing user to slide out of the chair and hurt shoulders, back, and hit head.

Manufacturer narrative:
A returned product evaluation was performed and user error was determined to be the likely cause of the event.

Event description:
Alleges the back gave out causing user to slide out of the chair and hurt shoulders, back, and hit head.